Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia cassette. This occurred during priming of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event and noticed air in the patient line. Renal therapy services (rts) reviewed the set-up steps with the hp. The hp stated the device would not prime to the to the top of the patient line leaving an air gap at the top of the patient line of more than 1" to 2" every night, and they still connected. It was stated there was no damage to the supplies or leak and that all connections were properly tightened. Rts advised the patient to contact their peritoneal dialysis registered nurse regarding the issue. The hp would start over using a new cassette. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.